Event description:
The following information was reported: the physician used all appropriate steps to ensure proper deployment of the mynx vascular closure device. The physician used 50/50 contrast under fluoroscopy with buddy wire but the balloon popped at the second pull back. Patient was anticoagulated. The procedural sheath was advanced and later pulled successfully. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention coronary stick location: medium sheath size: 6f

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).